Manufacturer narrative:
Section d4: UDI: corrected. Manufacturer's investigation conclusion: the reported damage to the controller connector bend relief was confirmed through the onsite evaluation by an abbott technical services representative as well as through the evaluation of the submitted image. A specific cause for the reported damage could not be conclusively determined. It was reported that the elastic was starting to separate from the metal connector on the driveline. A clamshell repair was successfully performed on (B)(6) 2024 without issue. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number: (B)(6), and no further related issues have been reported at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial number: (B)(6) ((B)(4)) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information on how to care for the driveline and address damage due to wear of the driveline as well as the how to respond to such events. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the elastic was starting to separate from the metal connector on the driveline. A clamshell repair was performed on (B)(6) 2024 with no issues.